Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp remained in the clevis. The clevis did not exhibit excessive damage. Engineering also found deep scratches on the instrument main tube, with some materials removed at the distal end. Engineering concluded the damage was likely caused by excess force contact on the main tube surface. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
The pk dissecting forceps instrument was returned, no further information was provided.